Event description:
After pt was under anesthesia, but prior to surgery the surgeon could not get the scope to focus. When taken apart the internal lens on the coupler was rattling. The surgeon was planning on an open procedure and proceeded without further incident.